Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet, with continuous readings over 400 mg/dl for several hours despite the system delivering frequent correction doses; the user added insulin to the cartridge without changing the infusion set, later disconnected to administer fast-acting insulin as backup therapy, and then reconnected before changing the infusion set due to a suspected cannula or infusion-site issue. Symptoms included elevated blood glucose without acute complications. Outcomes included self-management without medical intervention or assistance and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed probable infusion set or cannula compromise, such as a kink or site failure, given insulin delivery without glycemic response and improvement after set change. It was concluded that hyperglycemia occurred with cause unclear but suspected infusion set failure, and that the user should follow infusion set change best practices and consult the healthcare provider regarding sustained high glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.